Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, 2000mcg/ml at 760mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 the healthcare provider reported that the patient was in the hospital, the pump was alarming, and the patient was in baclofen withdrawal. Per the healthcare provider they read the pump and saw a low reservoir, then empty reservoir on (B)(6) 2019. They refilled the pump on or around (B)(6) 2019 but the patient was "still kind of having symptoms of baclofen withdrawal intermittently." The healthcare provider increased the dose and gave oral baclofen. The patient was also getting a ¿g2 study¿ today. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-may-2019 from the patient¿s rehabilitation physician. Per the physician, the patient had missed a pump refill resulting in the pump beginning to alarm. The patient's family mistook the alarm for something in the house and did not know what it was. The patient then began to have withdrawal symptoms and was brought to the hospital. The pump was refilled on (B)(6) 2019 and the patient was given a bolus at this time. The patient was still in the hospital at the time of this report. They were titrating the dose down in small increments (5% weekly), because the patient did not tolerate dose changes well, so they were going slow. The reason for the dose decreasing was because the patient had a lot of skin breakdown around the pump and they planned on removing the pump. The physician anticipated the removal of the pump would occur in about 2 months as they wanted to titrate the dose all the way down prior to explant. The skin breakdown was due to the patient being thin (25 kg) and having poor nutrition. The physician noted that the patient's pump was 40 ml or "large". Per the physician, they would send the pump back if possible once it was removed. No further complications were reported/anticipated.